Manufacturer narrative:
Additional information: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly developed an abscess after initial implantation in 2015. The recipient was treated with antibiotics (type unknown) and irrigation. The abscess has now recurred and the recipient was reportedly treated with antibiotics (type unknown) and wound care, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Correction: section d.4, h.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: b3, d6b, & h6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2026. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9, h.6. Correction information: section h.6. The recipient's device was exposed. The recipient was not re-implanted. It is noted that the recipient will be re-implanted once the site has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.